Event description:
During helicopter transport, pt did not receive prescribed volume of oxygen. Determined that diaphragm in peep accessory missing from assembly.

Event description:
During a helicopter transport, the pt, a 8 month old female with severe head trauma, did not receive the prescribed volume of oxygen. The hosp determined that the diaphragm in the peep accessory of the manual resuscitation bag was missing from the assembly. The pt reportedly died the next day. The customer reported in a subsequent telephone call that the device did not cause the pt's death but was a contributing factor. The cause for the missing diaphragm was determined to be operator error and is still under investigation by the institution. This report is not an admission by co that the device caused or contributed to the event alleged in this report.